Event description:
It has been reported to philips that the allura device would not fluoroscopy or expose. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and found that the image disk was full, can use the flouro but couldn't store the cine images as per logs. The fse performed database consistency, verified image disk, restarted the system, and verified the function. After repaired the system was returned to use in good working order.the codes were updated based on the investigation outcome.